Event description:
The healthcare professional reported that during an angioplasty and thrombectomy procedure, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 8582192) was impeded at the proximal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31198133) and could not be advanced further. The physician removed the stent and the microcatheter from the patient¿s body and replaced both devices to complete the procedure, which was reportedly prolonged by approximately 5 minutes. There was no report of any negative patient impact. On 17-may-2024, additional information was received. The information indicated that the target vessel of the procedure was the left middle cerebral artery (mca). An adequate, continuous flush was maintained through the microcatheter. Per the information, prior to the issue with the stent, the delivery wire went through the microcatheter without issue. There were no visible kinks nor other damages noted on the microcatheter. The stent could not be retrieved into the protective sheath. When the sent was removed, the stent component was no longer on the delivery wire. The replacement stent was not another 4mm x 16mm enterprise 2 vascular reconstruction device; the replacement stent was a 4mm x 23mm enterprise 2 (encr402312). The replacement microcatheter was another prowler select plus (606s255x) microcatheter. The information confirmed there was no negative patient impact. The physician did not consider the 5 minute extension in the procedure to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31198133) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-jun-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) . The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The hub of the microcatheter was observed separated from the ID band. No other damages were observed. Microscopic examination showed that the hub was deliberately cut. The ID band was missing and a clean cut was observed on the proximal portion of the microcatheter, suggesting that the damage was caused by a sharp object. However, the edges of the portion that is still attached to the hub were elongated, indicating that the device had been pulled off. The inner and outer diameters of the device were confirmed to be within specifications. The issue regarding the microcatheter being obstructed with the enterprise system could not be evaluated due to the conditions in which the microcatheter was returned. The reasons of why the device has been cut remain unknown. With the information available a root cause of the failure encountered cannot be determined. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A review of manufacturing documentation associated with this lot (31198133) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precaution: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.